Event description:
I am (B)(6) almost 85, still working and swimming laps daily so in pretty good shape for my age, weight and diseases. In 2012 I had triple bypass surgery at (B)(6) and his team. In 2016 my then cardiologist recommended I have an ICD implant made by biotronik, inc. An itrevia model. He and a colleague (drs.(B)(6) respectively) arranged for its installation. To my knowledge and with quarterly in person interrogation it never fired a shock. On (B)(6) 2021 four years and six months later it misfired due to a fractured lead. At 800 volts and 22 shocks in less than two hours I did not think I was going to live until the next day. When the biotroniks rep mr. (B)(6) showed up at (B)(6), he shut off the shocker. He told me I was very lucky to have survived this group of shocks. I asked him what he meant and he told me very few people my age make it past 15 shocks and live through it! My heart was/is micro damaged the extraction team told me pre-replacement surgery. How much of my life has been foreshortened? After much research I discovered due to FDA rules, the makers (biotronik) cannot be sued in any court for product liability issues. Suits brought in a number states including one in (B)(6) in 2013 were thrown out of court due to this FDA get of jail free card. How can the FDA in their role as protector of the people be siding/protecting the makers against recovery for malfunction. The mds tell me nothing last forever! Airplanes last for 40 years or more. I have a newer model installed at no charge to me, likely paid for by medicare. I do not believe I needed it installed the first time except due to the salesmanship of the cardiac mds. These devices represent life and death for the end user/consumer who are left naked by the FDA rules. Why is that? We the people are due the protection of our duly elected government. If this wire that fails or fractures often were used in a nsa rocket or faa approved passenger or dod military plane , there would be no excuses accepted by the governing agency to allow second or third rate products to be sold as life savers enriching in biotroniks case a pair of berlin based german families at medicare expense?! Not even american owned. These devices are sold for about (B)(6) each plus installation. Great business for hospitals who retail the surgery at close to (B)(6) .each. How much incentive or salary boost due mds get? The most sophisticated (B)(6) sells for only (B)(6). A far more sophisticated computer/communications device. These devices are a goldmine for greedy medical equipment makers and hospital care systems. The FDA is a facilitator for weak oversight of surgeries and the devices. I see that medtronic and other makers have issued recalls for battery issues. Unforgivable. The beef industry has better oversight in my narrow view. I believe the FDA owes apologies to all people who have died/their heirs and still living sufferers due to ICD failures. The FDA must rescind any rule protecting makers against product liability suits. I could not find any (B)(6) law firms who would sue on my behalf because of FDA rules blocking for the industry.